Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found the ratio pump was leaking air into it. The fse replaced the ratio pump to resolve the issue. The fse verified instrument operation.

Event description:
The customer reported obtaining false high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and/or calcium (calc) results for two (2) patients, over 2 days, involving the unicel dxc 800 synchron system. This report references the event which occurred on (B)(6) 2015; please refer to MDR report 2050012-2015-00196 for the report of the event which occurred on (B)(6) 2015. The customer repeated the samples on an alternate and same dxc and obtained lower na, k, cl, co2 and calc results considered correct. The false high na, k, cl, co2 and/or calc results were not reported outside the laboratory. There was no effect to patient treatment in connection to event. Quality control (qc) was within laboratory established ranges on the day of the event.